Event description:
It was reported that a pump over infused zithromax to a pt. The medication was programmed as a secondary infusion, to deliver 125 ml/hr for 2 hours. The customer observed that the IV container was empty after 1/2 hour.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Review of the device history log suggests that when the zithromax infusion was started, 329 ml of fluid remained in the primary IV container. The customer stated that at the time of discovery, approx 500 ml of fluid remained in the primary IV container. It is possible that fluid migration from the secondary container to the primary container occurred during the reported infusion.